Event description:
Patient reported that the pocket was stretching from her original implant so they had to move the pump to under her arm. The pump was delivering clonidine, bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the pump was turning over in the pocket due to the pocket being stretched out. The pump was moved under the patient¿s arm. The patient was retaining fluid in the old pocket site. The patient had ¿a lot¿ of pain.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).